Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator indicated for non-malignant pain. It was reported that the patient noted that the skin was eroding around the battery and notified their physician. The were no diagnostics performed and no contributing factors that led to the event. The battery and leads would be removed on the day of the report. It was noted that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.